Event description:
The pt was in surgery for dual lung replacement. The potassium values were high but not questioned until a level of 9 mmo1/l was reached. The health professionals found that this value was obviously wrong. The potassium level was later measured on a different analyzer and found to be lower (6 mmo1/l. There was no pt injury and the ECG was normal the entire time.